Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced ineffective stimulation and was unable to enter MRI mode due to high impedances. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.